Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reporting that the patient receiving inappropriate shocks after leaving the hospital following a routine device exchange procedure. Increased sensing was noted on the right ventricular (rv) lead due to dislodgement. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.